Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Pcb defective.

Event description:
The alarm is not working when shutting down the unit.